Event description:
Information was received regarding a cadd solis vip pump. It was reported the downstream occlusion sensor did not calibrate. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
Additional information received via (email) on 02-nov-2021: all reported issues were discovered during biomed testing. No patient involvement was reported h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches found on lcd lens screen. Customer error "dso does not calibrate" was duplicated and repeated multiple times during functional testing. There was a "dso no disposable error" even when a disposable cassette was attached. Defective and inoperable dso (downstream occlusion) sensor was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.